Manufacturer narrative:
Result of analysis will be developed in a follow-up report.

Event description:
The spv valve was implanted on (B)(6) 2014. On (B)(6), despite a pressure setting of 200 mmh2o, an overdrainage is noticed. The valve is explanted, replaced by another spv and sent to sophysa for evaluation.